Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preventative maintenance testing of a spectrum pump, a system error 345 (thermistor disparity) alarm was observed in the review of the event history log. The occurrences were shown in the general patient ward and suggest a device malfunction. There was no known patient injury or medical intervention associated with this event. No additional information is available.